Event description:
In preparation for a lumbar puncture, the staff noticed a hole in the cap of the tube. The tray was set aside and another tray was opened. Also, there was a hole in the cap of this tube as well. Both lumbar puncture trays came from the same lot number.